Manufacturer narrative:
This report is submitted on september 09, 2021.

Event description:
Per the clinic, it was reported that the patient interfered with the implanted device resulting in complete expulsion of the implant which is now no longer insitu.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 12, 2021.